Event description:
It was reported that during a procedure of the totally occluded mid right coronary artery (rca) with a moderately calcified lesion, the non-abbott guideliner catheter was placed in the rca near the acute ostial right takeoff. A 2.5 mm x 20 mm trek was used for dilatation followed by the 3.5 mm x 28 m xience v stent delivery system (sds) being advanced through the co-pilot and the guideliner catheter when resistance was noted. The sds was removed, however, the stent had dislodged and it was thought to be within the guide catheter. All the devices were removed from the anatomy without incident. The devices were checked after the procedure however the stent implant could not be located. The patient fluoroscopically was checked and the stent was not located in the anatomy. It was felt that the stent had been removed with the other devices and was lost outside the anatomy. The vessel was re-wired and a new guide catheter was positioned. Two different 3.5 mm x 28 mm xience v were deployed distal and mid rca to treat the lesion. The guideliner catheter was removed. A 4.0 mm x15 mm xience v was attempted but would not cross the lesion and was removed. A 3.5 mm x 8 mm balloon catheter was used to further dilatate the lesion. A buddy wire and 4.0 mm x12 mm xience v was advanced to the ostial right lesion and deployed without incident. The patient had a good result and was reported to have remained stable throughout the procedure. Although an increased procedure time was reported due to the device issue of the dislodged stent, there was no reported clinically significant delay. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: buddy wire; guide cath: guideliner; rhv: co-pilot. The stent delivery system (sds) was not returned for analysis which may have assisted in the investigation. Factors which may contribute to resistance with an rhv and/or guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the rhv/guiding catheter, or procedural technique. The patient anatomy was moderately tortuous and totally occluded which may have contributed to the reported difficulty. Additionally, it is possible that the inner diameter of the guideliner was too small for use with the multiple devices, thus, causing the reported resistance. Then as the sds was withdrawn, this interaction may have disrupted the stent on the balloon, contributing to the stent dislodgement and increased procedure time; however, a conclusive cause cannot be determined. Since there was no damage noted to the sds during the inspection prior to use, this suggests a product deficiency did not contribute to the reported difficulty; however, a conclusive cause cannot be determined. A review of the lot history record did not reveal and nonconforming material records associated with this lot that would have contributed to this complaint. A query of the complaint-handling database for the reported lot revealed no similar incidents. There is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter; a sampling of units is destructively tested prior to release to verify stent dislodgement force.